Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient's ins reached end of service (eos) unexpectedly on (B)(6) 2017. Rep reported that the ins battery was measured as being at 2.7v and the ins settings were: 1+2-3-, 4.1v, 70pw, 180hz, 800 ohms estimate. The patient reported that they never saw an elective replacement indicator (eri) message. The patient reported that they checked their device on 2017-09-14 and it showed the battery was on and ok. Then on (B)(6) 2017 the patient reported having a sudden return of symptoms and when the hcp checked the ins, it was at eos. The rep reported that longevity calculations showed the eos did not occur too soon, but the patient reported they never saw the eri first. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the cause of the issue was not determined, but noted that the physician's nurse practitioner stated the family may have some issues understanding the programmer which could lead to them not know the battery was at eri. Impedances were checked and both leads had high impedances on c/0. The patient had a rechargeable ins implanted on (B)(6) 2017. Additional information was received from a friend/family member of the patient. It was reported that the ins depleted from 75% to 0% in two months time. It was stated the friend/family member was told this was unusual. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.